Event description:
The customer performed several comparison blood glucose tests with his breeze2 and a different meter. Respective readings were: 280 vs 128mg/dl, 300 vs 120mg/dl, 380 vs 129mg/dl, 312 vs 129 and 150mg/dl.the differences between the readings fall in the "c" zone of the consensus error grid, making the differences clinically significant.no adverse event was alleged.the customer returned the test strips for evaluation.replacement test strips were sent to the customer.